Event description:
Advocate stated the customer received a blood glucose reading of 218mg/dl on the contour and they adjusted insulin accordingly. Approximately 30 minutes later, he was shaking and acting unusual. He was then retested using the contour next ez and the reading was 50mg/dl. He drank two glasses of orange juice, which made him feel better. The advocate was advised to return the test strips for evaluation. New strips and meter were sent to the customer.